Event description:
It was reported that this pacemaker recorded a code 1003, which states that voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.